Event description:
Smiths medical international ltd., has been notified of a tracheostomy tube removed due to the need for frequent cuff inflations. The cuff on the tracheostomy tube had h2o liquid inside it after removal. This pt had three events. It is not known how long the tracheostomy tube was in place. It is not known if the product was pretested per the instructions for use.

Manufacturer narrative:
Results evaluations (other): we are not able to fully investigate this report as the sample was not returned for investigation. A review of our complaints history confirmed this to be the first complaint for the product lot number given. Though there have been complaints for product leakage on this product code, these are historical and do not indicate a systematic failure during manufacture. A technical documentation review was carried out which raised no anomalies and confirmed the presence of an inflation/deflation check carried out 100% on this product line. Root cause: we are unable to determine the root cause for this event as no sample was returned for investigation. Review of this issue shows that it is possible that the cuff was damaged on the pt anatomy during insertion or following inflation. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. The presence of moisture within the cuff is not uncommon and can result from the following: air can condense on the inner cuff wall once located the pt. This is not uncommon and can result during the use of any tracheal/tracheostomy product. The cuff was inadvertently inflated with water during either pre-use testing or following initial insertion. Whilst some product cuffs require filling with water owing to material porosity, this is not required for pvc cuffs. A damp syringe was used to inflate the cuff. This file is logged for trending.